Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty (the first lumbar vertebra) for a vertebral body fracture on (B)(6) 2024. A solid access needle was used for approaching. During inserting the access needle at the right side into the vertebral body, the sales representative told the surgeon to change the trajectory of the access needle because there was a hard part that felt strange. It is likely that the medial side of the vertebral arch root was perforated during this process. Then, a trial balloon and stent balloon were set as planned, and cement was injected ten minutes after mixing while checking viscosity of the cement visually. Immediately after starting cement injection from the right side, it was observed that cement was leaking from the anterior part of the stent, but 2 ml cement was carefully injected. Subsequently, it was noticed that cement was leaking into the posterior wall of the vertebral body, so further cementing was stopped, and after confirming that the cement had hardened, the surgery was terminated with no surgical delay. Immediately after completion of surgery, a CT scan was taken, and cement leakage into the spinal canal was confirmed. Since the patient had no subjective symptoms and there were no abnormalities in his/her motor function or perception, it was determined that no emergency treatment was necessary, and the patient was placed under observation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part# 07.702.016s, lot # 4b53680, manufacturing site: werk selzach logistik, supplier; (B)(4). Release to warehouse date: 23 feb 2024. Expiration date: 01 feb 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.